Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿no anomaly¿. Result code and conclusion code are no longer applicable for this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code no longer applies.

Event description:
Additional information received from a healthcare provider via a manufacturer representative. The patient had a lost off therapy and return of spasticity. The pump replacement occurred on (B)(6) 2016. The pump system was delivering gablofen 2000mcg/ml at 676.2mcg/day. The patient's status at the time of report was "alive- no injury." The issue resolved at the time of report.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient via a manufacturer representative. The patient was receiving gablofen 2000mcg/ml at 672 mcg/ml via an implanted pump. Indication for use was noted as cerebral palsy and intractable spasticity. The patient complained of return of symptoms after a bad fall. The patient had a fall from 4 feet in the air, several weeks ago. It was reported that the patient had spasticity and was not receptive to the increased dosing. A dye and roller study was performed. Catheter was shown to be patent. Pump rollers did not move. Roller test was done twice to confirm pump wasn't moving. No alarms were sounding. A replacement was scheduling. Oral medication were given.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.